Event description:
The er320, tsw35, and tr35b were used during a laparoscopic appendectomy. It was reported the surgical time was prolonged somewhat due the devices. The er320 clips did not form tight around the vessels. The clips eventually tightened and the cuts were made. There was staple line bleeding after using the tsw 35. The surgeon used cautery to control the bleeding. The device was reloaded with tr35b and the device did not completely cut through the staple line. There was no consequence to the patient.